Event description:
It was reported a patient presented with cardiac perforation, confirmed via echocardiograph. The right ventricular (rv) lead was explanted and the patient was stable.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-1003856, the same issue was previously reported as 2017865-2025-1003023.

Event description:
It was reported a patient presented with cardiac perforation, confirmed via echocardiograph. The right ventricular (rv) lead was explanted after drainage intervention, and the patient was stable.